Event description:
It was reported that a revision surgery was necessary due to a post operative plate breakage. No further information received. Update 27-feb-2026: additional screws were returned with the reported device which were most likely removed during the explanation. No device malfunction was reported regarding this device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.